Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Upon insertion of the sensor, the patient bled heavily at the puncture site. He was taken to the hospital where the medical team found a small abdominal artery had been hit. He stated he received two stitches to close the artery and he felt fine the whole time, with no further bleeding. A photo received shows a shirt soaked with a very large patch of blood. He stated that he had been taking a blood thinner (but specified tolpidol d which is a muscle relaxant), and stated the doctors gave him metoprolol, although it is unclear how this was related to the bleeding event. No additional patient or event information is available.